Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. All button response functions properly and no damage/anomaly found on the keypad trace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not delivering properly. Act button is not working properly. Customer and physician tried to dispense a bolus delivery in the air; physician concluded that insulin pump is not delivering as it should. The blood glucose readings have been in the 400 range and the insulin pump is alarming no delivery during the manual prime. Customer has been treating with manual injections. The current blood glucose reading is 186 mg/dl. Nothing further reported.